Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable pacemaker device exhibited high power consumption which affected this device's longevity. Continued monitoring was suggested by technical services (ts). Device remains in service. No adverse patient effects were reported.